Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted and 100% present. In addition the tissue pad was firmly attached to the jaw and not detached as returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device open and close as expected. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: r93y0a. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap hysterectomy with liver biopsy, they had two harmonics. Both hand pieces were used har36 & harh45 and did the exact same thing, took a small bite of liver for biopsy, one bite each handpiece, and jaws stuck/white tips came off. Case completed with a j-hook. There was no patient consequence.